Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0xrdr, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient suffered from psoriasis and any time they had surgery of any sore, they may or may not get a breakout or maybe a rash around the area of the cut. The patient had several small incisions at implant of the ins, which was performed laparoscopically because the surgeon did things other than implant the ins. A rash did appear, but it was nowhere near what it had progressed to now. The patient wanted to find out if there was any case reported of an allergic reaction to the lead or the device itself because there was nothing to explain why the rash continued to get worse. The patient had already spoken to their hcp. The diagnostics performed related to the patient's rash was a physical examination. The actions taken to resolve the rash was that the hcp prescribed oral antibiotics. The rash had been resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.